Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review due to concerns of loss of capture (loc) on this left ventricular (lv) lead. Upon review, ts confirmed the lv lead exhibited intermittent loc and high pacing thresholds. Ts discussed programming optimization options with the hcp. No adverse patient effects were reported. This lv lead remains in service.